Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that saline solution leaked near the port body. Reportedly, a CT exam was done and it was stated that contrast medium did not flow beyond the port stem. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp w/ 8fr groshong catheter was received for evaluation. Visual inspection noted three circumferential creases and one partial circumferential break on the catheter. The surface of the break is smoothed and the catheter is slightly buckled at the location of the split. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that saline solution leaked near the port body. Reportedly, a CT exam was done and it was stated that contrast medium did not flow beyond the port stem. There was no reported patient injury.